Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported, that patient underwent a right knee revision. Approximately, three-and-a-half years post-implantation, due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: medical devices: persona articular surface medial congruent (mc), right 13 mm height, catalog#: 42522100913, lot#: 63931011; persona articular surface medial congruent (mc), right 12 mm height, catalog#: 42522100912, lot#: 64250499; tibia trabecular metal two-peg porous fixed bearing, right size h, catalog#: 42530008302, lot#: 64405991; palacos r+g fast, catalog#: 66056768, lot#: 95434929. G2: foreign source: australia. Customer has indicated, that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, h3, h6, h10, and h11. Proposed component code: mechanical (g04) - femur reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the radiographs found: possible tibial subsidence. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision approximately three-and-a-half years post-implantation due to instability and possible tibial subsidence. No additional patient consequences were reported.